Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The samples were evaluated and did not find the eyes to be too large. The eyes were measured to be 8/32". The specification was 7/32" +/- 1/32". The samples met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the eyelets appeared to be larger, which caused the catheter to be more flexible at the tip and made it difficult to insert the catheter. It was later reported that the patient experienced pain and stoppage of urine flow when attempting to insert the catheter due to the flexibility caused by the large holes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyelets appeared to be larger which caused the catheter to be more flexible at the tip made it difficult to insert the catheter. It was later reported that the patient experienced pain and stoppage of urine flow when attempting to insert the catheter due to the flexibility caused by the large holes.